Event description:
A malfunction was reported on the customer's pump, identified by malf 12 code. There was no adverse impact to the customer's blood glucose level. Tandem technical support performed a pump reset, and the customer is currently using an out-of-warranty loaner pump.